Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The MRI technician reported that per patient, the ins is no longer functional. Unknown event date or managing hcp. No symptoms were reported.